Event description:
According to the nurse: "it was from the corner room in covid room. The brain was working ok, but that one module alerted. There was no harm to the patient, and I was able to simply transfer the IV drip (which was non-critical) to another open channel". Biomed sequestered the device and ran it through a full manufacturer recommended pm, and could not duplicate any problems.